Manufacturer narrative:
The pump was received with compromised force sensor system error alarm during basic occlusion test due to loose and or protruded drive support disk. The pump had cracked case at display window corner, minor scratched lcd window, cracked battery tube threads, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they received compromised force sensor system alarm. The customer's blood glucose level at the time of incident was 172mg/dl. The customer states insulin was squirting out. The drive support cap was noted to be protruded. The customer was advised the pump would be replaced and returned for analysis.